Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information and logs: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the nozzle was found defective and its replacement solved the issue with pressure transducer test failure. Additional information has been requested for further investigation but has not yet been received. The review of the provided device logs revealed that they are incomplete and it is impossible to confirm the issue on the date of event or any time near this date.